Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular tachycardia (vt) therapy was intermittently delayed during true vt due to the device algorithm that prevents inappropriate detection of atrial fibrillation (af) with rapid ventricular response as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.